Event description:
A biomedical professional reported the system would not cut during an anterior vitrectomy procedure. There was no patient harm reported. Additional information has been requested but has not been received.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. It was determined that the customer had selected the incorrect vitrectomy probe. The company representative examined the system and no problems were found. The software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was the incorrect vitrectomy probe selection. (B)(4).